Event description:
Wheel spins independently of pedal being depressed. No injury to the patient reported. Product was not used on the patient.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.